Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes with no continuous glucose monitor (cgm) sensor readings. There was no reported adverse impact to customer's blood glucose. Reportedly, the customer reverted to an alternate method of insulin therapy.